Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated "I got extreme pain in my back and chest and ended up in the hospital for five days. The patient reported that their physician noted they had "developed fluid and they possibly nicked an artery during implant." Several days later, the patient heard their cardiac resynchronization therapy defibrillator (crt-d) tone every four hours for an unknown reason.the cadence of the alert is indicative of a right ventricular (rv) lead integrity issue. The rv lead and crtd remain in use. No further patient complications have been reported as a result of this event.